Event description:
[Aiou needles] treatment under emergency use authorization(eua): the aiou retraction function needles are sent in the ancillary kits for the pfizer vaccination. A dirty needle stick occurred due to the failure of the needle being retracting. Vaccinator pulled plunger on syringe to retract the needle after vaccinating the patient and as vaccinator was going to place the syringe to the sharps container the dirty needle stick occurred. FDA safety report ID #(B)(4).